Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used during an endoscopy + varicose veins (vessel) elastic ligature procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands did not deploy after suctioning the varix. The physician removed the device from the patient and noted that two bands had moved to the tip of the ligator head; he removed both bands from the device. It was then noted that the patient was experiencing local bleeding at the site so the device was re-introduced; the bleeding was resolved and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.